Event description:
Pt had an implanted port and for chemotherapy she is connected to a 2 day travenol infusor. Using a bard power loc safety infusion set, I accessed her port. Using an ICU medical inc clave connector - c1000 - that luer locks onto the end of the bard access device I connected the travenol infusor to the infusion set. When the pt returned to have the infusor terminated and the port deaccessed, she indicated that the infusion set had become disconnected and blood had flowed from the tubing that remained connected. There is a clear plastic winged part of the infusion set that makes it easy to grasp and get a good tight luer lock seal at the end of the infusion set and the thin plastic tubing had come out of the piece. Pt indicated that she got the tubing back into that winged piece and she taped it up, came to the clinic and her infusor continued to work. Pt has no obvious injury, no shortness of breath or chest pain. No signs of infection. No intervention needed - therapy was due to be disconnected and it was. Dates of use: 2009. Diagnosis or reason for use: cancer - continuous infusion of chemotherapy agent.